Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 454 mg/dl. The customer had symptoms such as feeling out of it. Customer treated with insulin pump. Customer's blood glucose value was 465 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. There were no leaks or air bubbles. There were no site or insulin issues. Customer did not want to removed site due to changing the day prior and delivery was fine. The device settings were correct. Customer wanted to contact healthcare professional and check for ketones and cannot contact healthcare professional, customer would call back to perform high pressure test.